Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level ranged between 130-155mg/dl. Supply changes were performed to address the past occlusion alarms. A system check was performed using the current supplies and the pump performed as intended. Reportedly, the customer wears the pump against their skin and noticed that the occlusion alarms started occurring once the customer stopped wearing the pump in a case. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.